Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a keypad anomaly. The customer's blood glucose reading was 142 mg/dl. The customer stated that the up/down button may be stuck and the esc button was unresponsive. The customer was advised to remove the battery for 5 minutes and replace with a new battery. The customer stated that the buttons responded. The customer was advised to monitor the pump. The insulin pump was not returned for analysis.